Event description:
It was reported that the patient was admitted to hospital with a low blood glucose level because the blood glucose meter could not be used. One day before the incident, the patient had measured a blood glucose level of 160 mg/dl with his meter. The next day, he woke up at 8:00 am and felt dizzy. He tried to use the meter, but the meter turned off immediately after he turned it on. He administered himself 10 units of levemir insulin by pen and took 6.25 mg of alogliptin independently. As he continued to feel dizzy, he called the paramedics at 9:00 am. Paramedics arrived 10 minutes later and drove him to the emergency room. The blood glucose readings or how the paramedics treated him are not known. At the hospital, the patient was given food and drink to treat his low blood glucose levels. The patient was discharged from the hospital in the evening of the same day. Blood glucose readings measured at the hospital are not known.